Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had damaged. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that damaged on the insulin pump screen and they did not able to read the display. Product will not be return for the analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window. (B)(4).